Event description:
It was reported that the device was found to be in backup vvi mode after implant. It was noted that external defibrillation was used to rescue the patient during implant after dft testing was performed. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of device reset was confirmed in the laboratory. Analysis of the device image showed that the device entered bvvi due to a power-on reset caused by an external defibrillation during implant. The device tested normal.